Manufacturer narrative:
(B)(4).

Event description:
A customer obtained an erroneously elevated troponin (accu tni) result, above the ami cut-off for one patient's sample. The result was reported out of the lab. The specimen was re-tested on a different instrument and recovered within the normal reference range. The original and repeated patient results are shown. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Event description:
Per the clinic, the patient experienced a sudden performance decrement resulting in a decision to explant the device. The device was explanted on (B)(6) 2010 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4)